Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a message was displayed stating "possible circuit damage". The rv and ra leads were both found to be fractured from being pinned between the device and the patient's ribs. The leads and device were replaced.